Manufacturer narrative:
Results: user did not identify product damage prior to use. Damage product latch lever allowed lever return spring to dislodge. Latch lever released tool due to dislodged return spring to dislodge return spring and user operation. Conclusion: handling of product damaged latch lever allowing return spring to dislodge.

Event description:
Dr said he thought he locked the burr, but it fell out in the pt mouth, pt was able to cough it out.